Event description:
It was reported that following a successful stent implantation, resistance was met after withdrawing delivery system into guide catheter. The stent delivery system was removed with force and it was found that the c-flex had separated. It was determined that the c-flex remained inside the guide and was not left in the pt. Reportedly no pt injury occurred.